Event description:
Rn drew up betamethasone medication as usual procedure. Cap removed carefully from needle to give injection. Upon piercing patient's skin with needle to give the im betamethasone injection, the needle immediately became detached from the orange safety/protection device and the entire syringe itself with the safety still attached to the syringe. The needle remained in the patients leg while almost all of the medication came out of the syringe and was not injected into patient. Rn immediately removed needle from the skin as to attempt to reattach it. Rn had to carefully reattach the needle to the safety device in order to put into the sharps container. Due to almost none of the medication being delivered to the patient, I did explain to the patient that I would like to do the injection again. Patient was agreeable to this. Medication drawn up using a different 21 gauge needle instead of 22 and injection was completely fine. If the product had functioned properly, the patient would not have needed to be stuck twice.